Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a malpositioned cup. The modular head and acetabular cup were removed and replaced with a biomet head and a competitor cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning" number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06107 / 04807).

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a malpositioned cup. The modular head and acetabular cup were removed and replaced with a biomet head and a competitor cup and liner. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to metallosis, destruction of the abductor muscles, recurrent dislocation, and major bone loss of the pelvis. Operative report further noted metallosis fluid and debris, black granuloma underneath the facia, lysis around the acetabular component, wear of the liner, and lysis of the trochanter during the procedure.